Event description:
A report was received stating that a patient could not speak with the 4.0 pef cuffless pediatric tracheostomy tube, however it was confirmed that the patient could speak with the older version of the same cuffless pediatric tracheostomy tube. There was no harm to the patient reported. Though requested, no additional information regarding the event has been received.

Manufacturer narrative:
During a follow-up with a covidien sales representative, it was found that the patient's care-taker was unable to connect the speaking valve to the cannula. In addition, the care-taker reported that the cannula "stuck out". It was initially reported that the patient could not speak due to the cannula however this information is incorrect.(B)(4).

Manufacturer narrative:
(B)(4). In the event that additional information is received, a supplemental report will be issued.